Event description:
It was reported that a small volume infusor did not flow. The home patient stated that after two days, the drug solution stopped flowing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch was manufactured june 19, 2013 - june 21, 2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported malfunction. Functional flow testing was performed, and the device operated within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.